Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within specification. Quality control was within the expected range and no issues were noted with other patient samples indicating that the dimension vista® 500 instrument and the tnih assay were performing acceptably. The issue was limited to the initial testing of the sample. A potential product issue has not been identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista® 500 intelligent lab system. The discordant result was reported to the physician(s) and was not questioned. The same sample was repeated on the same dimension vista® 500 system and an alternate dimension vista® 500 system. The repeat results obtained were lower. A corrected report was issued with the lower result obtained on the alternate dimension vista 500 system. The laboratory received an additional sample from the same patient which was processed on the original dimension vista® 500 system. The result obtained from this sample was also a lower result. This result was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.